Manufacturer narrative:
The reported observation of inefficacy of therapy against the lead was unable to be confirmed due to the as-received state of the lead. The returned lead, model 3225, could not be electrically analyzed due to the damage induced during the explant procedure. No further testing of the returned lead was performed.

Event description:
It was reported patient experienced ineffective stimulation with the scs system. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is event.